Event description:
It was reported that the set screw backed out of a cocr screw head post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The patient was in a car accident six months post­ operatively which lead to impact loading inflexion. Following this, the surgeon observed the medial rod had broken and the lateral set screw had backed out. No determinations can be made as to the exact cause of the reported issue.